Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the vessel locator partially retracted into the distal end of the carrier tube and the clip captured between the vessel locator wings and carrier tube. The garage tube was proximally displaced over the pusher tube exposing the carrier tube and the pusher tube. The sheath was fully slit and undamaged. Internally, the proximally displaced condition of the garage tube/block assembly was confirmed and the catch was displaced indicating the trigger button was depressed in an attempt to deploy the clip. The displaced garage tube block prevented pusher block/tube distal deployment to deploy the clip and proper vessel locator retraction due to incomplete pusher tube and safety release rod engagement. No other anomaly was detected within the handle. During testing, the device was reset for redeployment testing which required the removal of the clip. The test was successful with complete redeployment of the device and no detected deployment anomaly. The captured clip and partially retracted vessel locator are observations only and not failure modes. They are the result of the displaced garage tube not permitting pusher tube deployment to fully engage the safety release rod to retract the vessel locator wings and to deploy the clip. Instead, the loaded clip was exposed on the carrier tube resulting in the clip being dragged off the carrier tube during device removal and being captured on the distal end of the device. The displaced garage block failure occurs when the thumb advancer is advanced against resistance due to radial sheath constriction. A possible cause for radial sheath constriction is a tight tissue tract due to an insufficient nick and spread incision or anatomical features. There was no anatomical or event information provided that may have contributed to the reported incident and observed device condition. Deployment of the thumb advancer against resistance is warned against in the starclose se instructions for use (IFU). The IFU states not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. However, there was no reported resistance encountered during the deployment process. The reported event of the clip failing to deploy and being captured on the distal end of the device is confirmed. The probable cause for the event could not be determined. To assure proper device function, during manufacturing all devices are inspected for proper garage tube assembly and alignment and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Review of the device lot history record did not reveal any non-conformity records related to this event. A query of the complaint handling database was performed and there does not appear to be a product quality deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the starclose se device after an unspecified procedure. Reportedly, the clip did not deploy; it was found on the end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as the information could not be recalled. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.